Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgical procedure the patient was unable to communicate with the ipg. The ipg was put into surgery mode prior to the procedure. Reportedly, the stimulation is good but the patient is unable to adjust the therapy. Troubleshooting did not resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A telemetry failure was confirmed between (B)(6) and ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported event could not be conclusively determined.